Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). Rep inquired about a code on the tablet that says "device reset, system detected that the device has been reset, and a por (power on reset) ID code 0xffffe34 0x80000000". Caller stated one of their clinical specialists sent them a picture of this code yesterday and asked if they knew what it meant. Caller indicated they had seen messages like this before but didn't call technical services about them and didn't know what they mean so they were just now getting around to calling about it to ask what this code meant. Rep stated things "happen all the time" that they don't call about such as being the or and the tablet will turn off or reset and they reboot it and everything is fine. Agent reviewed meaning of the power on reset codes.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.